Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. No other alarms noted during testing. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, as well as a motor error alarm. Customer's blood glucose level at the time 128 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.